Manufacturer narrative:
All operating currents were within specification. There was no unexpected low battery or off no power alarms noted. The pump alarmed compromised force sensor system alarm during basic occlusion test due to loose and or protruded drive support disk. The pump was unable to complete functional testing due to compromise force sensor alarm. The pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call of compromised force sensor system alarm with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. We were unable to complete functional test due to prime alarm. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.